Event description:
Initial report: this non-serious unsolicited report was received from a physician via our affiliate in (B)(4) on 11/11/2010. This report is 4 of 4 cases. Associated reports: (B)(4). This is a rumour report involving one or two pts (demographics not provided) who were administered sculptra (poly-l-lactic acid) injection on an unk date for an unk indication. Medical history and concomitant medications were not reported. This case involves one or two pts who experienced an abscess (nos) in 2010 after they were injected with poly-l-lactic acid. No other info was provided. Action taken: unk. Corrective treatment - unk. Physician/reporter causality: not indicated. Addendum 11/18/2010: a cluster of four reports of abscess formation (associated reports: (B)(4)) from a single reporter is considered to represent an event of increased frequency under the sculptra condition of approval. Please note that case (B)(4) is classified as a rumor case since there is no single identifiable pt. Addendum: 11/19/2010: this case is no longer classified as a rumor. Additional info received on 12/22/2010 corresponding to the adr form filled-in by the physician. This rumor case was confirmed to involve 2 cases, this case being the first of them. Based upon this new info, this case initially assessed as serious, has been upgraded by the reporter to serious due to persistent disability. This case involves a (B)(6) female pt who was injected with poly-l-lactic acid on (B)(6) 2010 for neck tone up. Treatment details: (B)(6) 2010: dilution volume: sterile water (nos). Amount injected: 5 ml (nos). Batch number: nos. Region injected: neck. (B)(6) 2010: dilution volume: sterile water (nos). Amount injected: 5 ml (nos). Batch number: nos. Region injected: neck. (B)(6) 2010: dilution volume: sterile water (nos). Amount injected: 5 ml (nos). Batch number (a9033, exp. Date november 2011). Region injected: neck. The pt developed an abscess of 3 cm in diameter on the neck, with blotchy areas, from an unspecified date in 2010 and currently ongoing. Corrective treatment included intralesional injection of corticosteroids (triamcinolone (trigon depot)), antibiotics po and/or IV (ciprofloxacin (baycip) 500) and oral corticosteroids (nos). According to the physician, the adverse event did lead to permanent impairment of a body function or permanent damage to a body structure (reddish unspecified lesion). There was no need for surgical intervention. Outcome: not recovered (lasted more than 90 days). According to the reporter, it remains in sequelae in the neck. This is the fourth case of 5 cases which are linked since the reporter is the same. Case linked to cases number (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated 11/18/2010: injection site abscess is a listed event for poly-l-lactic acid. This case includes insufficient info for a causal assessment. Additional info has been requested.